Event description:
It was reported that a user experienced recurrent nocturnal hypoglycemia around 1¿2 a.m., including a blood glucose value of 53 mg/dl, after performing a factory reset on the ilet system; the user treated the lows and was advised that the system may need time to relearn after the reset, to keep the cgm connected, and to provide meal announcements. Symptoms included hypoglycemia. Outcomes included user self-treatment without need for medical intervention. Investigation included troubleshooting and user education by support personnel. Investigation of this case revealed no device alarms or malfunctions reported and no device component failure identified, with the event occurring in the context of system relearning following a reset. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.